Event description:
It was reported that during a low anterior resection procedure, there were malformed staples. Another firing was made with a new device and reload. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.